Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3387s-40, lot# va0ff59, implanted: (B)(6) 2014. Product type lead, product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014. Product type lead. Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the infection was first noticed in (B)(6) 2019. It was also indicated that the infection had resolved with the removal of leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0ff59, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads had been removed due to an infection.